Manufacturer narrative:
Conclusion: one media file, and two static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The valve was not returned to medtronic, so no product analysis could be performed. The documentation provided shows evidence of possible halt (hypoattenuated leaflet thickening) in the post tavr computed tomography followed by valve explant. Of note, prosthetic valve thrombosis is listed as a potential adverse event in the evolut pro+ instructions for use (IFU). The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: the reported endocarditis, leading to explant and unplanned intervention and death were reviewed. Upon review of the information provided, the endocarditis and death are unknown related to the evolut pro+ valve. Additional information was requested from the site, however reply from the site was that no additional information will be provided. The valve shows halt on transesophageal echocardiogram (tee) and non-infective endocarditis with no organism cultured via pathology, therefore without additional information, it is inconclusive whether the endocarditis, explant and unplanned intervention and subsequent death were related to the valve. Death is a known potential risk associated with the implantation of the evolut pro+ valve and the death and appropriate severity is documented in the evolut pro+ risk files and IFU. No further safety assessment is required at this time. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between these devices and death could not be established. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Note: event date is the date of the valve explant and date received by manufacturer is the date that medtronic became aware of the valve explant. Medtronic was first aware of the patient death on march 17, 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this aortic bioprosthetic valve, anti-platelet therapy was administered. One year and four months following the valve implant, computed tomography (CT) and echocardiogram were performed and halt (hypoattenuated leaflet thickening) was suspected. Mild aortic insufficiency was observed. The valve was explanted and replaced with a mechanical valve. Pathology revealed non-infective endocarditis with no organism cultured. Approximately one year and six months following the valve implant, the patient died. The cause of death was not received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the implant of the valve, no aortic insufficiency was observed. Per the physician, there was a do not attempt resuscitation (dnar) order and care was withdrawn leading to death. The physician reported a causal relationship between the valve and the death.